Event description:
After successfully finished btb acl repair, a burning of 3rd degree was recognized at pt's (female, (B)(6)) upper leg area where the return electrode was placed. Pt received further treatment to take care of the burning. Opes console settings: blend, cut 150, coag 50, pintpoint, presset 9, no cannula was used, nacl 9g/1000ml, probe was used for 3 minutes at end of surgery in order to clean fossa intercondylaris. Probe was not in contact to other devices. Pt position was acl position, leg down.

Manufacturer narrative:
Because the device was not returned to the MFR, it is not possible to determine if the injury was the result of a primary medical device malfunction, a concomitant medical device malfunction, improper surgical techniques, or some other unk environmental factor. A follow-up report will be provided if and when further info is received. MFR's internal report number (B)(4).